Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on 09-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse verified the problem and found the substrate sensors had failed. Fse replaced the optical sensors. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was optical sensors failure.

Event description:
On (B)(6) 2016, a customer reported substrsate insufficient error with their aia-2000st analyzer. The customer is unable to run e2, bhcg, fsh, lh ii, prl, prog ii, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, bhcg, fsh, lh ii, prl, prog ii, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.